Event description:
It was reported that the user experienced unexplained hyperglycemia with blood glucose reaching 400 mg/dl and remaining above range for approximately 13 hours, while noting unusually rapid insulin use through the pump despite an intact infusion site, clear tubing, and a dry cartridge and chamber; the user switched to subcutaneous insulin via pen as backup and was advised to change the infusion site, monitor closely, and inspect the insulin pathway. Symptoms included hyperglycemia without ketone testing and without acute complications. Outcomes included return of glucose to the user¿s normal range and no medical intervention or hospitalization. Investigation included user interview, review of device setup and insulin delivery pathway, and provision of troubleshooting and education. Investigation of this case revealed no pump alarms, no visible delivery pathway defects, and no confirmed device malfunction, with the device components appearing normal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.